Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore date of this report and date received by manufacturer are the same as the date in. Returned to manufacturer. The sion blue guide wire was returned for evaluation. Stretching of the coil was confirmed for approximately 90mm distal to the mid solder that was originally located at 20mm from the tip through the point approximately 2mm from the tip, exposing the fractured core underneath. There was a bend at the tip. The ball tip was confirmed at the very distal end of the guide wire, indicating the coil remained in one piece. The fracture of the core was located at approximately 5mm distal to the distal end of the inner coil. Two core-composing wires, twist wire and straight core, were fractured together. Microscopic observation revealed that each fracture end of the two core-composing wires were necked attributing to tensile stress. To observe the distal side of the fractured core, the coil was intentionally unraveled. It revealed that both twist wire and straight core wire were fractured at approximately 2.5mm from the tip. As seen on the proximal fracture ends, the distal fracture ends presented necking attributed to tensile stress. Measurement of the core length indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, tensile stress generated during removal had most likely contributed to the observed fracture on the returned sion blue guide wire. The applied stress would exceed the product design limit when movement of the guide wire was bound with its tip being prolapsed or trapped in the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire stretched during a percutaneous coronary intervention (pci) to treat a moderately tortuous, 90-99% stenosis in the right coronary artery (rca). Although attempted with a support microcatheter, the guide wire failed to cross the lesion and its controllability became deteriorated. When the guide wire was removed from anatomy, it was found that the coil had stretched. A new guide wire was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.